Event description:
A medtronic representative reported that the system control unit (scu) was not working. When the footswitch was plugged into the scu, the footswitch would not work. When the footswitch was plugged into a different unit, the footswitch worked without issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2014 and was found to be a non-reportable malfunction based on the information available. On (B)(4) 2014, new information was available as a result of evaluation of the returned device, and the decision was changed to a reportable malfunction, requiring a 3500a, MDR. RMA issued. Replacement camera shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the system control unit (scu) was found to be at fault for footswitch function. The lemo socket was found to be intermittent, as well, causing either power cycling, or loss of communication, with the positioning sensor unit (psu). Electrical failure, intermittent functionality of the lemo socket and footswitch not recognized by port; directly caused event.